Event description:
It was reported that the arctic sun device cooled patient down too much. Per review of wo on 05sep2025, there was no patient involvement. Per follow up information received via mail on 05sep2025, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. Can't confirm the reported error. Did mtk for double-check, no issues. Cleaning, inspection, functional check, water replacement, new calibration, est, mtk. Device without error. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. Initial reporter phone number provided: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter phone number provided: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device cooled patient down too much. Per review of wo on 05sep2025, there was no patient involvement. Per follow up information received via mail on 05sep2025, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.